Event description:
It was reported that, during the ureteroscopy procedure to treat kidney stones, the fiber wire was worn away and the tip of the colored portion appeared to be melting after it had been used for nine minutes. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that, during the ureteroscopy procedure to treat kidney stones, the fiber wire was worn away and the tip of the colored portion appeared to be melting after it had been used for nine minutes. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.